Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia. This report is 2 of 2 allegations of insufficient information for complaint classification that had similar event details. Related records: (B)(4).

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that while the using the same sensor, the patient had another seizure episode while sleeping. This report is 2 of 2 allegations of insufficient information for complaint classification that had similar event details. When her husband came home, he found her unconscious again so he brought her to the emergency room (ER) again. No cgm readings on her cgm and still can't tell the exact error message displayed on the dexcom app. No fingerstick and no treatment was given at home, but when she arrived at the ER her bg was measured 42 mg/dl so she was treatment with IV dextrose. As of the time of the same day call, patient's still at the ER with a bg of 76 mg/dl. Although she's feeling better and not feeling any symptoms anymore. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.